Manufacturer narrative:
The subject device, the sonosurg-g2 and the transducers that were used together were returned to olympus medical systems corp. (Omsc) for evaluation. It was confirmed that the parts of the subject device was located off the normal position. When the subject device was connected to the sonosurg-g2 and the transducer, error code "hp" was displayed, and this phenomenon was reproduced. This phenomenon was not reproduced when the parts of the subject device was fixed to the normal position. Judging from these results, this phenomenon occurred since the subject device couldn't be connected to the transducer due to the wrong position of the subject device's parts. It is supposed that the parts of the subject device was located off the normal position since the deteriorated adhesion part of the subject device received physical load repeatedly. It is considered that the possible cause of deteriorated adhesive is autoclaving while a cleaning liquid remained on the device due to inadequate rinsing. Please cross-reference the following report:8010047-2015-00959.

Event description:
When the subject device was used during a procedure, error indication "hp" was displayed on the indicator of sonosurg-g2 that was used together at the second activation. Then the ultrasonic output couldn't be activated. The user stopped using all these devices since the error indication "hp" remained displaying even after the user exchanged the subject device and the transducer that were used together for spare. The procedure was completed with another device. There was no patient injury reported. This report relates to the subject device that was used second.